Event description:
An Impella CP device was inserted via the right femoral artery in a 51-year-old female patient for acute myocardial infarction complicated by cardiogenic shock. The patient¿s comorbidities were not noted on the Abiomed J&J patient flowchart. The patient's clinical state prior to initiation of support was Society for Cardiovascular Angiography and Interventions (SCAI) Stage D cardiogenic shock as noted on the patient flowchart. The patient was reported to have a history of scleroderma and small femoral arteries.During Impella CP support, the patient developed bilateral lower extremity limb ischemia, which was identified by pallor and color change. Efforts to establish distal limb perfusion with a distal perfusion catheter (DPC) were unsuccessful.The day prior to the reported event, the patient's mean arterial pressure (MAP) was reported as 81 mmHg.On the day of the reported event, veno-arterial extracorporeal membrane oxygenation (VA-ECMO) was noted as concurrent support, and the patient remained on high-dose vasopressor and inotropic therapy. A mean arterial pressure (MAP) of 52 mmHg was also reported, consistent with severely impaired systemic and peripheral perfusion. On the day of the reported event, the Impella CP was operating at performance level P4 with reported flows of 1.1 L/min.Given the patient's underlying vascular disease, scleroderma, small femoral vessel size, concurrent VA-ECMO support, high vasopressor requirements, and compromised peripheral circulation, a clinical decision was made to remove the Impella CP device due to the ischemia.Following Impella CP explant, the limb ischemia was reported to have resolved. The patient survived to explant and remained on VA-ECMO support following device removal.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.